Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 42 mg/dl. The customer reported that they treated low blood glucose level with food. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer mentioned that the insulin pump was not on auto mode at the time of the incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer did not allege the insulin pump for over delivery. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.